Manufacturer narrative:
The device was returned for evaluation and the evaluation found air leakage due to a cable scratch. A definitive root cause for the issue could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leakage from cable scratch. There was no patient involvement.